Event description:
It was reported that the delivery wire broke. There was no clinical consequence to the patient.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Visual inspection of the returned device revealed that the delivery wire was kinked 98cm from its proximal end and the proximal contact was detached. No delivery wire break was identified. The proximal contact is a sub-component of the device located at the proximal end of the delivery wire and remains outside the patient at all times during the procedure; there is no contact with the patient. Based on analysis and information available, it is probable that handling damage limited the performance of the device resulting in the observed issues. The manufacturer has reviewed all information and determined this event no longer meets the requirements of a reportable event for the device in question.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
It was reported that the delivery wire broke. There was no clinical consequence to the patient.